Event description:
It as reported by the chief perfusionist of mercy med ctr in des moines that they had another adult tubing pack beq-top 4903, which had a cardioplegia set that was leaking from the soft wye on the inflow side of the tubing. The chief perfusionist experienced the leak during an emergency case (B)(6) and was unable to change it out. The defective cardioplegia line is available for return to be investigated. This is the same issue that was experienced at the start of the year. It seemed to be corrected for the past 5 months until today. The chief perfusionist just wanted to give everyone a heads up.

Manufacturer narrative:
The sample was confirmed to have a slow leak on the overlap joint, between the pvc tube and the y-fitting, the same location as in the previous complaints (B)(4). Those complaints were reported in (B)(4) 2011. The investigation for those complaints concluded that the root cause of the leaking parts can be attributed to the channel between the pvc tube and the y-fitting. Tube stretching had been implemented to mimic the preventative actions performed in (B)(4) to address the same issue. Additionally, a 15 minute curing time was instituted prior to leak testing and the leak testing time was increased to a total of 40 seconds (20 seconds fill and 20 seconds test). At the same time, all tubing was 100% inspected for outer diameter. No tubes were found to not meet specification requirements and this inspection was eventually eliminated. (B)(4).